Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: chest injury, rupture and infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with an unspecified gel implants textured and suffered from chest injury, rupture and infection on the right breast implant. As a result, the patient had undergone removal in 2008.

Manufacturer narrative:
On 4/20/2020, it was reported to mentor that the replacement device was non-mentor brand device. Manufacturer¿s reference number: (B)(4).